Event description:
It was reported that during a brostrom with brace, the piston portion of inserter that is deployed when turning clockwise did not deploy. When the surgeon went to turn the dial, there was no resistance and did not click to signal the end of the deployment. When the inserter itself was removed the peek piston that is inside portion of the anchor was still flush to surface of the implant and did not get depressed. The device stayed in the patient as it cannot be removed. No delay or patient injuries were reported. No back up device was used. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6, g4. The reported bioraptor knotless suture anchor assembly, used in treatment, has been returned for evaluation. Only the inserter was returned. Functional assessment of the inserter confirmed the torque limiter is not functioning properly. Visual assessment of the device confirmed the inner shaft has been retracted into the outer shaft. The torque limiter knob was removed from the handle and the inner shaft was re-assembled, the device was then functionally assessed and was found to function as intended. The condition of the device indicates the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter and inner anchor plug. Per the device instructions for use under warnings ¿rotating the knob counterclockwise loosens the inner anchor plug. Excessive rotating can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Rotate the knob only enough to allow the sutures to slide easily¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In conclusion: per the product evaluation, ¿the condition of the device indicates the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter and inner anchor plug¿ and contributed to the reported event. The patient impact beyond the reported minor surgical extension could not be determined beyond the anchor could not be used and no backup was used. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Reportedly, during a brostrom procedure with brace, the inserter tip did not deploy/¿the peek piston that is inside portion of the anchor was still flush to surface of the implant and did not get depressed. The device stayed in the patient¿. The product evaluation noted ¿visual assessment of the device confirmed the inner shaft has been retracted into the outer shaft... The condition of the device indicates the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter and inner anchor plug¿ and no indications that would suggest that the device did not meet product specifications upon release into distribution. The device IFU 10600479 warns that excessive counterclockwise rotation of the (torque limiter) knob loosens the inner anchor plug¿.may result in poor anchor performance. Additionally, ¿note: the torque limiter, located at the proximal end of the insertion device handle, is preset and should not be turned until the anchor has been fully seated and proper tension has been applied to the suture¿. The procedure was completed within a 0-30 minute surgical extension without patient injury or need for a backup device per complaint details. Although the ¿device stayed in the patient as it cannot be removed¿, the anchor plug material (peek-optima lt 3 injctn mldbl) is an approved biomaterial manufactured and intended for implantation. In conclusion: per the product evaluation, ¿the condition of the device indicates the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter and inner anchor plug¿ and contributed to the reported event. The patient impact beyond the reported minor surgical extension could not be determined beyond the anchor could not be used and no backup was used. Mi report approved by md justin templeton on 3/16/2020. In conclusion: per the product evaluation, ¿the condition of the device indicates the torque limiter knob was rotated counter-clockwise in excess disabling the torque limiter and inner anchor plug¿ and contributed to the reported event. The patient impact beyond the reported minor surgical extension could not be determined beyond the anchor could not be used and no backup was used.